Event description:
Patient undergoing a diode cyclo photocoagulation procedure using the micropulse p3 device incurred an unintentional burn while the physician was performing the procedure. The physician stopped the procedure and internal probe charring was seen in the handpiece. The company was notified of the event. The company said they have had a few burns reported in the last 6-8 months and an investigation is in progress. The physician and surgery center were not aware of the issues with the device. The company has instructed the physician and surgery center to continuing using the devices if comfortable. Manufacturer: iridex product: micropulse p3 device single, lot # 870033, ref # (B)(4). FDA safety report ID# (B)(4).